Event description:
It was reported that oversensing, non-physiologic noise and high impedance due to a probable fracture of the right atrial (ra) lead was observed. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pacemaker (B)(6) 2004; 5076-58 implantable pacing lead (B)(6) 2004. (B)(4).